Manufacturer narrative:
A ge service rep performed an onsite investigation. The high voltage cable connectors were inspected and regreased. The filament and the high voltage circuit calibrations were performed but did not resolve the issues. The x-ray tube was replaced. A full generator and a filament calibration were performed and successful after the tube was replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed an "overload" error message. No pt injury was reported.